Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2001 - implant kugel patch for repair of left inguinal hernia. Patch was secured to cooper ligament. On (B)(6) 2001 - CT guided pelvic wall fluid aspiration. On (B)(6) 2001 - office visit - appears pt has ruptured her incision from previous inguinal repair with kugel patch. On (B)(6) 2001 - pt underwent repair of incisional hernia with a second kugel patch. Previous patch was identified and freed up from surrounding tissue. The patch was secured to the cooper ligament. On (B)(6) 2001 - office visit - pt complains of pain in left inguinal area. No sign of hernia, but tender. On (B)(6) 2001 - CT reveals diverticulosis and fluid collection, but no hernia or abdominal problems. Due to chronic pain, and pt's request, both kugel patches were removed. A recurrent hernia was identified between the two meshes and was repaired with sutures. Pt was seen multiple times from (B)(6), with complaints of pain. On (B)(6) 2006 - office visit - pt has pain. No hernial, weakness throughout llq, scarring.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a kugel patch occurred, however, medical records were received and a review of these records identified another event. Based on the info received, it is unknown whether the device may have caused or contributed to the reported event. The pt has multiple comorbidities including diabetes, hypertension, heart disease, and (B)(6). The pt underwent repair of a left inguinal hernia with a kugel patch. Subsequently the pt developed an incisional hernia where a second kugel patch was placed. The pt continued to experience discomfort and at the request of the pt, both kugel patches were removed. A recurrent hernia was noted and repaired using sutures. No pathology reports are included. Although there is no indication either kugel patch was the cause of the recurrence, it should be noted that recurrence is an adverse event listed in the IFU. Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow-up MDR will be submitted. See MDR 1213643-2007-00560 for info related to the first kugel patch implanted on (B)(6) 2001.